Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Continuation of d10: dtpa2d4 - defib implanted on (B)(6) 2025, additional products: d1: heartware ventricular assist system - controller 2.0 d4: model #: 1420 / catalog #: 1420 / expiration date: 30-nov-2019 / serial or lot#: (B)(6), d9: no, h3: no, h4: mfg date: 29-nov-2018, h5: no, h6: the codes present in section h6 correspond to components/products that comprise the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient presented to the clinic with a recurrent controller fault alarm. The controller also exhibited a loss of power due to an accidental double power disconnect as reported by the patient. The ventricular assist device (vad) restarted on the first attempt, but review of log file data revealed a motor start with parameters outside the typical range. The ventricular assist device (vad) also exhibited power outside the normal range. The controller fault alarm was silenced during the visit. Previously, the patient and vad team elected not to do a controller exchange due to the patient¿s age, frailty, and risk of a failure to restart due to being a subgroup 1 patient. Now the vad team is considering a controller exchange. At this time, no decision has been made about the controller yet. The vad and controller remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A supplemental report is being submitted for investigation summary. Additional product: serial# (B)(6) h3: yes h6: the codes present in section h6 correspond to components/products that comprise the reported event. Product event summary: the ventricular assist device (vad) (B)(6) and the controller (B)(6) were not returned for evaluation. A review of the device history records was not performed as the reported event and analysis are not related to a manufacturing or servicing issue. Log file analysis revealed intermittent increases in power consumption leading to parameters above normal operating range during the analyzed period; however, no high watt alarms were logged. Additionally, log files revealed a motor start event recorded on 14/feb/2026 at 19:50:36, in which the motor start parameters were atypical. Log file analysis revealed one (1) controller power up event with an associated motor start event logged on 14/feb/2026 at 19:50:30, indicating a loss of power to the controller. The data point prior to the loss of power revealed that (B)(6) was connected to power port one (1) with 24% relative state of charge (rsoc) and (B)(6) was connected to power port two (2) with 33% rsoc. The data point recorded after the loss of power revealed that no power source was connected to power port one (1) and an adapter was connected to power port two (2). The controller was without power for sixteen (16) seconds. No anomalies were recorded leading up to the loss of power. Review of the alarm file revealed two (2) controller fault alarms logged on 14/feb/2026 at 20:23:53 and 15/feb/2026 at 08:01:40, indicating an issue with the internal battery. In addition, log files revealed that the controller had been in use for more than two (2) years. As a result, the reported events were confirmed . Based on the available information, the device may have caused or contributed to the reported high power event. Based on risk documentation, multiple factors may have contributed to the reported high power event including but not limited to external factors such as thrombus formation/ingestion, patient related factors, and/or inappropriate pump rotational speed. Based on risk documentation, the most likely root cause of atypical motor start parameters may be attributed, but not limited, to outer shroud contact that creates more friction at the housing to impeller interface during pump startup. Applicable risk documentation, experience with events of similar circumstances, and the available information were considered; a possible root cause of the reported controller fault alarm event may be attributed, but not limited, to a reduced charge capacity of the internal battery and/or a faulty internal battery charger integrated circuit. The most likely root cause of the loss of power event can be attributed to an accidental disconnection of both power sources, as described in the event details. CAPA pr00551638 investigated controller losses of power. Even though this CAPA is now closed, (B)(6) falls in scope of this CAPA. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.